Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an external neurostimulator (ens) for non-obstructive urinary retention. It was reported patient's daughter stated that the patient was in the hospital after the procedure. The patient mentioned she felt stimulation in her head when she increased stimulation past 0.1. On program 2 and the patient got anxiety from this. I advised the patient to please contact her clinician with questions regarding medical advice or if she had questions about her health. No further symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare professional had no idea about the stimulation in her head. No further symptoms or complications reported